Event description:
Reporter stated that patient obtained back to back blood glucose results of 208 mg/dl and 73 mg/dl on the advantage system. Reporter also stated that patient performed an additional set of back to back tests, on the advantage system, with results of 214 mg/dl and 77 mg/dl. No action was taken based on any of the previous device results. No adverse event was reported. Quality control testing was not performed on the system. Technical support requested return of the suspect device and replacement product was sent.